Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got rebooted twice in the middle of procedure. A technical support specialist (tss) checked the logs on the device and found a single reboot that occurred at specific time. The reboot was initiated by the wsus auto reboot package, deployed according to the remote support service (rss) auto reboot schedule for this device. The tss also confirmed that no user was logged in at the time. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device rebooted automatically twice during the middle of a procedure. The user questioned whether the reboots were part of a scheduled reboot or an unexpected system issue. At the time of the report, the device was fully operational. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.